Event description:
It was reported that during a vats lobectomy procedure, the cartridge pad had separated and the cartridge detached from the staple gun in the cavity of the patient and was manually retrieved. They used a second device to complete the case. There was no patient consequence reported.